Event description:
Information was received from a healthcare provider via an manufacturer representative regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for spinal pain. It was reported pump was beeping/alarming. Caller reported the alarm was heard/telemetry not yet performed. It was noted the patient first started hearing the low reservoir alarm on (B)(6) 2015 and the empty reservoir alarm occurred on (B)(6) 2015. The logs were read and the pump was turned off on (B)(6) 2016. The cause of the pump alarm was not determined. It was stated patient passed away in (B)(6) 2016, but there was no information that reasonably suggests that the device or therapy caused or contributed to the patient's death. The cause of the patient's death was unknown. It was unknown where the patient passed away, who the healthcare professional was caring for patient at time of death, if an autopsy was being completed, if there were any medical events/procedures leading up to the patient's death, if there were any medical records for events/procedures leading up to the patient's death, or if the autopsy report was available. Caller was not aware if there was any other relevant medical history. Pump drug information was not known at time of report. Patient's body was sent to a funeral home. No symptoms reported. Pump will not be explanted or returned for evaluation. Manufacturer representative may have been going on site to assist with turning off the pump, and would call the funeral home to discuss this. The caller required assistance related to turning off the pump. No further information provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2016-oct-19 stated patient was receiving morphine 10 mg/ml for a total dose of 0.908 mg/day. It was also noted the pump had to be tricked by adding 10ml of drug so the pump could be turned off and read the logs. It was also stated the manufacturer representative had to go to the funeral home prior to family visitation and turn off the pump so it would stop beeping. It was unknown why the pump was not filled when it initially started alarming. No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.